Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was not giving them the right insulin dosage on two occasions. The customer¿s blood glucose level was 168 mg/dl at the time of the incident, and 191 mg/dl at the time of the call. Customer stated that they gave a manual bolus of 2.5 units and the pump gave 6.5 units. Troubleshooting was not completed as the customer will speak with his health care professional and call back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.